Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v082958, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: v082958, ubd: 24-jan-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-04 (B)(4) (hcp): information was received from a healthcare professional (hcp) regarding a patient who had an implantable neurostimulator. It was reported that after approximately 1 1/2 - 2 years, patient's device suddenly stopped working. Patient also lost 12lbs. Graphic testing showed complete obstruction of the lead and/or device. A revision was done. During revision the battery was removed, and the lead was kept in place. After cleaning the lead, it was tested and found to have good response from patient on all 4 electrodes. However when a new battery was hooked to the leads, there were heavy and high impedances with most of the lead. The new battery was taken out, and the lead was cleaned and dried again. It was placed again, and impedances again found to be high. Hcp decided to remove lead. Hcp placed new battery and new lead in, and tested it with excellent low impedances. Issue was resolved, dressing was applied, and programming performed. No further complications were reported or anticipated. Please refer to (B)(4), low battery; replacement.